Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons fall apart /device breakage. Tampons leak /device ineffective. Case narrative: consumer reported via rr that the tampon falls apart easily. No injury was reported.